Event description:
It was reported that a user experienced a hyperglycemia event that was associated with a discrepancy between sensor glucose (sg) and blood glucose (bg) readings. At approximately 10:30 am pt (confirmed through dms review at 11:18 am pt), the sensor displayed 46 mg/dl while a fingerstick blood glucose measurement showed 357 mg/dl. Dms review confirmed that no high glucose alert was generated because the sensor glucose value did not exceed the user-configured high alert threshold. The user stated that they initially treated what appeared to be a low glucose event based on the sensor reading and subsequently experienced high glucose symptoms. No medical treatment was sought, and the user managed the event independently by drinking water with lemon and walking. The user's healthcare provider was not aware of the event, and the user was advised to consult their provider for further medical guidance. Dms further confirmed that the user is currently receiving up-to-date system information, and the case was closed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.